Manufacturer narrative:
Model number/catalog number 72400024, serial number null, batch/lot number 692252016; model/catalog description balloon fgs 61-70 cm; model number/catalog number 72404127, serial number null batch/lot number 692233010; model/catalog description control pump fgs iz.

Event description:
It was reported that the patient experienced increasing incontinence over the past several months with an eight year old artificial urinary sphincter (aus). The patient was not experiencing any pain. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure, no malfunctions were noted and the implant was functioning. The patient was said to be good after the procedure. T was further reported that the suspected cause for the recurring incontinence was atrophy. The patient did not experience any additional adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided.